Event description:
Additional information received reported that the patient¿s abdominal muscles were ¿not strong enough to keep the pump in place.¿

Event description:
It was reported there was no injury. No hospitalization was required. The pump was delivering morphine.

Event description:
It was reported and confirmed that the pump flipped a total of 3 times. The first time occurred 2 months post implant. The second time happened 2 months following the first occurrence, and the third time occurred around the date of this report. It was indicated that the pump had not been functioning for approximately 6 weeks to 2 months and a revision was planned to orient the pump properly in the pump pocket. It was noted that no drug was being used in the pump. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter.

Manufacturer narrative:
(B)(4).